Event description:
It was reported that the device "ok" indicator is on, but the device will not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control, therefore no evaluation can be performed.